Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in device manufacture date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported received readings on his adc freestyle libre sensor that we subsequently believed to be erroneously high. Customer further reported that on (B)(6) 2018 he received sensor readings of 245 mg/dl and 305 mg/dl and self-administered an unspecified ¿too high dose¿ of insulin in response to the readings. He subsequently experienced a loss of consciousness. Paramedics were called and upon arrival received readings of 21 mg/dl and 19 mg/dl. Customer was treated with an unspecified ¿infusion¿. It was also reported the customer had been ¿hospitalized twice during a weekend¿ but no additional details were provided. The customer noted having ¿brain damage¿ and was not able to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported received readings on his adc freestyle libre sensor that we subsequently believed to be erroneously high. Customer further reported that on (B)(6) 2018 he received sensor readings of 245 mg/dl and 305 mg/dl and self-administered an unspecified ¿too high dose¿ of insulin in response to the readings. He subsequently experienced a loss of consciousness. Paramedics were called and upon arrival received readings of 21 mg/dl and 19 mg/dl. Customer was treated with an unspecified ¿infusion¿. It was also reported the customer had been ¿hospitalized twice during a weekend¿ but no additional details were provided. The customer noted having ¿brain damage¿ and was not able to provide any further information. There was no report of death or permanent injury associated with this event.